Manufacturer narrative:
The device was not returned to edwards for evaluation. There has been no information received to suggest device was explanted. The device history record (DHR) could not be reviewed as the serial number is unknown. Attempts to retrieve additional information are in process. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a case in which possible valve thrombosis wa identified on a 25mm aortic valve after an unknown implant duration. No other information was provided.

Manufacturer narrative:
Through further investigation, it was learned that the subject device is not sold or marketed in the us. No further corrective action or preventative action is required.